Event description:
It was reported that the patient experienced hyperglycemia after consuming pizza and ice cream while using an ilet system with an infusion set (inset 23", lot 6005836) and dexcom g7, with glucose reaching approximately 382 mg/dl and trending upward before later declining. Symptoms included tiredness and mood changes. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention, with glucose decreasing to the low 200s before bed and returning to range after breakfast. Investigation included a wellness check and troubleshooting with caregiver education, verification of a recent infusion set change, and a subsequent sensor and site replacement when a cgm sensor error occurred. Investigation of this case revealed no abnormalities or defects with the infusion site or set, and the event was attributed by the caregiver to a larger-than-usual meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.